Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said they are seeing settings not available on their controller. They go to different levels and this does not fix the issue. Patient said they have tried resetting the controller. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Pt was asked what the cause was for their settings not available message. Pt responded that some of the leads were broke/messed up and so the rep had to reroute their usage to other leads. Pt was told they will monitor this. Pt stated the issue has been resolved for now. Keeping an eye and hoping no other ones break. Using surgery as a last option to repair.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-dec-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 27-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# implanted:(B)(6), (B)(6) 2021, product type lead, product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was no evidence that it was "broke", it was found only impedances: 6: 33990, 10,11,12, and 14: 40,000. And it was confirmed by the patient.